Manufacturer narrative:
B3: unknown; no information has been provided to date. E1- reporter address 1:(B)(6). H3: one device was received for evaluation. A visual inspection noted that the device was in good condition, and no physical damage was found. Service history review identified that the device has not been in before for repair related to the customer stated problem. Functional tests were performed, and the reported problem was confirmed. The root cause of the problem was unknown. As a result, the keypad will be replaced.

Event description:
It was reported that the device had an ¿error code 45520". There was no patient involvement and no patient harm/adverse event reported.